Event description:
During follow-up, there was a capture issue leading to bradycardia. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.